Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited loss of capture. It was reported that this patient was pacemaker dependent and intermittent loss of capture was noted on the monitor. No asystole of greater than two seconds was observed, but according to the rep, the patient reported episodes of dizziness so it is suspected there may have been longer durations of loss of capture. The physician opted to explant both the device and rv lead, and new products were implanted. Since the new products were implanted, the field representative reports the patient has had no further episodes of dizziness. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.